Event description:
A (B)(6) female patient's spouse contacted zoll customer support to report a problem with the battery charger. The charger was displaying a message to insert battery while a battery was already seated in the charger. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not functioning properly / displays insert battery) has been confirmed. The cause of the inability to recognize a battery pack is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger / modem. The patient received a replacement charger / modem.